Manufacturer narrative:
Corrections: b7, h6 annex f (f11 to f26) product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead connector pin was inserted into the left ventricular (lv) lead connector on the header of the cardiac resynchronization therapy defibrillator (crt-d). The error was recognized and the ra lead was removed from the header. When the lv lead was connected to the correct port loss of capture and high out of range impedance was observed. Troubleshooting steps were taken to no avail and the lv lead was tested with an analyzer with in range measurements. The crt-d was replaced with a new device. The new device had normal measurements with the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.